Event description:
It was reported that pump screen was dark and would not turn on, while red light around wake button flashed and pump beeped and vibrated at intervals. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor technical support, was informed that pump needed replacement, received a replacement pump within warranty, was given instructions for storing and returning malfunctioning pump, and declined to share information about backup insulin therapy.